Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the stylus was out of calibration. As a result the overlay and stylus were replaced and calibrated. (B)(4).

Event description:
It was reported that the stylus on the programmer "falls out of" calibration. The programmer has been returned for repair. There was no patient involvement.